Manufacturer narrative:
Corrected information provided. FDA patient event code "3167" was incorrectly selected and has been removed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. The manufacturing product history records were reviewed. Based on qa assessment, the product met specifications at the time of release. The product investigation could not identify, a root cause for the reported complaint. All other cases reported by the site involved, indicates that the issue was unrelated to the intra-ocular lens (iol). There are no other complaints in this lot. Investigation has been completed, based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the seventh of seven reports for this reported patient event. (B)(4).

Event description:
A surgeon reported a patient experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure. The patient presented post-operative day one with inflammation, hypopyon and corneal edema. Upon examination of the patient, the surgeon noted 4+ aqueous cell, and 3+ vitreous inflammation. The patient was treated with additional steroid eye drops. No cultures were performed. The patient's symptoms have resolved. This report represents the three of three patients for this surgeon.